Manufacturer narrative:
A ge service representative performed an on-site investigation. The rectifier module was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not perform fluoroscopy. No patient injury was reported.